Event description:
The reporter stated the surgeon inserted a cq2015 three piece collamer lens and the lens tore. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound. The cause of the lens tearing was due to the lens being mis-loaded.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product showed that both lens haptics were torn off and missing, and the lens optic is torn. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.